Event description:
It was reported that out of range pacing impedance measurements were observed and insulation damage was suspected on the left ventricular (lv) lead. The patient was to be brought into clinic for further testing. The lv lead was being monitored. The patient was stable.